Manufacturer narrative:
A review of the manufacturing records for the sheath was not possible since the device lot/serial numbers were unavailable. The UDI for the dryseal sheath is not available since the device lot number is unavailable. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease state (including calcification) is required to ensure successful sheath introduction. If the vessel size is smaller than the introducer sheath outer diameter (6mm for an 18 fr sheath), then vessel damage may result.

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient reportedly had mildly tortuous iliac arteries with moderate calcium present, the iliac arteries measuring 6-7mm. It was reported that on (B)(6) 2016, a gore dryseal sheath with hydrophilic coating 18fr (lot/serial number is not available) was being used and upon retracting the sheath from the patient the left external iliac artery ruptured. The left iliac artery was pre-dilated with a 7mm balloon. There was blood loss and blood products given, the exact amount is unknown. The rupture was repaired with bypass surgery. Final angiography showed that the rupture was repaired, and the patient tolerated the procedure.